Manufacturer narrative:
H3: ge healthcare has completed its investigation. It was determined that the battery exceeded the two-year replacement interval recommended in the user and service manuals, which are provided to customers with each system. Battery replacement after two years of use is not part of automatic warning or caution messages. However, the system does notify the user to replace the battery if the battery state of health (soh) is <50%. According to system logs, the battery was not replaced after the recommended two-year period and the soh was greater than 50%, meaning the users had not received a notification. A review of the system log file revealed no abnormal conditions in the battery pack prior to the thermal event. Destructive analysis identified cell aging as the primary contributor to the incident. Ge healthcare has initiated a field action (res #96538) to correct all units in the field.

Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. D2: system, imaging, pulsed doppler, ultrasonic. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that while the system console was plugged in and charging in an emergency department, it caught fire. The system was not being used at the time of the incident. The security team at the facility moved the system outside and used a fire extinguisher to extinguish the flames. No patient was involved, and no injuries have been reported.